Event description:
A malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions on resetting the pump. After resetting, the malfunction code did not recur, so the customer was able to continue using the pump and was advised to call back if the issue reoccurred.